Event description:
It was reported that during implant attempt the physician was unable to position the lead. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on helix/lobe mechanism.